Event description:
It was reported that a pericardial effusion (pe) occurred. During a myocardial ablation procedure, a farawave catheter was selected for use. The patient's heart was slightly tilted, making it difficult to transseptal using a non-boston scientific sheath. The sheath was inserted into the left atrium without any electrical stimulation. Towards the end of the pulse field ablation procedure, the blood pressure had dropped from when the patient entered the room. An echo examination was performed, which confirmed the presence of pericardial effusion, so pericardial drainage was carried out. The amount of bleeding in the catheterization room was around 150cc. Afterward, the patient was transferred to the intensive care unit. In the physician opinion, the right atrium may have been injured during the sheath manipulation with the transseptal. There were no difficulties with the versacross itself when using it. However, operating the non-boston scientific sheath during a transseptal caused a slightly challenging situation. It is unclear whether there was a patent foramen ovale or if the atrial septum was thin, but since the sheath was inserted into the left atrium during sheath manipulation, thus rf was not output. Pe accumulated in the pericardium. No versacross malfunctions noted. Act was maintained above 350. The patient's hospital stay was extended by 2 to 3 days, but the patient was discharged without any problems. The device is not expected to be returned for analysis (discarded).

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Device technical analysis: it was indicated that the device was disposed; therefore, a technical analysis of the complaint device could not be completed. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Labeling review: the instructions for use were reviewed, and it did not reveal any evidence of device off-label use or failure to follow instructions. The IFU contemplate the adverse events related to 'pericardial effusion' and 'hypotension'. There is no evidence that any updates to the document are required at this time. Risk assessment: a risk review performed for the farawave device confirmed that the event of pericardial effusion and hypotension were known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the farawave device is acceptable. Investigation conclusion: the known inherent risk of device cause code was selected based on the information provided within the event description. Pericardial effusion is an expected procedural complication addressed within the IFU for the farawave catheter. It seems like the hypotension was a consequence of the pericardial effusion. There were no allegations of a quality or manufacturing deficiency leading to the adverse event as reported to bsc, and the device has not been returned for analysis at this time.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that a pericardial effusion (pe) occurred. During a myocardial ablation procedure, a farawave catheter was selected for use. The patient's heart was slightly tilted, making it difficult to transseptal using a non-boston scientific sheath. The sheath was inserted into the left atrium without any electrical stimulation. Towards the end of the pulse field ablation procedure, the blood pressure had dropped from when the patient entered the room. An echo examination was performed, which confirmed the presence of pericardial effusion, so pericardial drainage was carried out. The amount of bleeding in the catheterization room was around 150cc. Afterward, the patient was transferred to the intensive care unit. In the physician opinion, the right atrium may have been injured during the sheath manipulation with the transseptal. There were no difficulties with the versacross itself when using it. However, operating the non-boston scientific sheath during a transseptal caused a slightly challenging situation. It is unclear whether there was a patent foramen ovale or if the atrial septum was thin, but since the sheath was inserted into the left atrium during sheath manipulation, thus rf was not output. Pe accumulated in the pericardium. No versacross malfunctions noted. Act was maintained above 350. The patient's hospital stay was extended by 2 to 3 days, but the patient was discharged without any problems. The device is not expected to be returned for analysis (discarded).